Event description:
It was reported that during an implant procedure on (B)(6) 2021, the physician was unable to access the epidural space due to an obstruction at t12. In turn, the procedure was abandoned and nothing was implanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.